Event description:
Report received from the united states stating that the device needed service. It was found to have a bent/broken neuro-tip. It is known that this event did not occur during surgery - however, it is unk if there was pt/user injury or medical intervention. There was no additional info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. Ref: (B)(4).